Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while in a hospital. Clinical review of the patient's download data shows that the patient received an inappropriate treatment during asystole on (B)(6) 2020, the date of their passing. Prior to the treatment delivery, the patient was seen in asystole with CPR/motion artifact. The lifevest detected an arrhythmia at 22:19:01 while the patient's rhythm was asystole with CPR/motion artifact. The patient received the inappropriate treatment at 22:20:17 on (B)(6). The patient's rhythm at the time of the treatment and their post-shock rhythm were asystole with CPR/motion artifact. The CPR/motion artifact contributed to the false detection. The patient was in asystole with CPR/motion artifact from approximately 22:31:55 until the device shutdown at 22:45:57 on (B)(6) 2020. Asystole is a non-treatable rhythm. There is no indication that a device malfunction caused or contributed to the patient's death.